Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr ran the operational verification procedure and could not duplicate the reported issue. The unit passed all tests and runs according to manufacturer's specifications.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported while using the vela ventilator on the patient, the device was reading low volumes and the patient was having difficulty breathing. The ventilator was immediately removed, and the patient was placed on another ventilator in which the patient's breathing has improved. The customer reported no harm or injury on the patient.